Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt the stimulation in the vaginal area at the right level but, was not having success. She has tried 8 programs but, saw no differences. Also, patient did not like how the device was sitting in her. The representative has checked all electrodes and the patient was feeling the simulation ultimately. Reprogrammed patient and gave her other programs to try. Had patient try all 8 programs and record her symptoms but, still felt it was not working. The issue was not resolved at this of the call. Rep reported the next day that reprogramming has been attempted once. Patient has tried 8 programs. Feeling stim in the appropriate area at right level. Issue has not been resolved. Patient wants to meet with provider. Additional information reported 3 days later indicated that had success with the trial but the therapy with permanent implant has not ever been effective and was "just not working" and she has only had a couple times when she switched programs where she felt that it was effective for maybe a half a day but stated maybe that effectiveness was a placebo effect and nothing was sustained. Patient stated that the rep had told her to stay on the programs for at least 4 days and that she did stay on 4 days but the last 2 programs she stayed on for only about 3.5 days then gave up. Patient tried all 4 programs and they weren't successful so after 1st set of programs didn't work she met with rep a few weeks ago and had 4 new programs added and was now trying new programs. Patient stated it seemed like the new program she was on was almost worse than before in terms of it doing absolutely nothing for her, patient then stated she didn't know if it was worse but it was like back then she could at least feel stimulation but now she couldn't. Patient stated she was used to feeling stimulation but now she doesn't feel stimulation at all and was confused about the stimulation sensation. Patient stated she had felt stimulation more upwards than before and confirmed this was within bike seat area. Patient mentioned that there was one time she was with the rep and had felt stimulation in her leg but no longer did as rep adjusted it. Patient stated device had migrated fairly quickly, within the first week of implant" and it was at the top, at the surface and the doctor has looked at it and it was not like it was going to come through the skin but it was icky and it was lumpy and you could see it, it just looked odd. Patient has appointment with hcp july 10th and patient stated she was suspecting that she may agree to have device removed but wanted to try things before then to see if improvement was possible. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.